Event description:
Boston scientific received information that the patient implanted with this device system experienced a syncopal event and had reportedly fallen/fainted. The patient was brought into the clinic for evaluation. Upon device interrogation, elevated right ventricular (rv) lead and left ventricular (lv) lead thresholds were observed. Rv pacing impedance measurements had decreased from 650 ohms at implant to 361 ohms and no capture was observed. Lv pacing impedance measurements had increased from 650 ohms to 881 ohms. Technical services was consulted and discussed the possibility of a lead dislodgement. A chest x-ray was performed, however, it was unremarkable. The device output was reprogrammed and the post-testing electrograms indicated appropriate capture was achieved. No further complications were reported.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.